Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and visual evaluation identified the following: there were scratches on the rim of the shell. One of the liners was returned partially seated in the shell and could not be disengaged; therefore, a proper evaluation of the shell could not be performed. No other damages were noted. Follow ups revealed that both liners were removed from the shell when they did not seat properly. It is unknown how one of the liners was partially seated in the cup when the products arrived at zimmer biomet. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp- (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during initial total hip arthroplasty, upon insertion of the liner, the liner would not seat or engage in the locking mechanism. A second liner also would not engage in the locking mechanism of the shell. The entire construct was removed and a new shell, liner and screw were implanted. This caused a 60 minute surgical delay.no adverse events have been reported as a result of the malfunction.attempts have been made and additional information on the reported event is unavailable at this time.